Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an alignment jump with the system. This resulted in a misalignment of the intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
Data collection for investigation requested and not received. No anomalies found by review of device history record. Product met all specifications when released. No technical root cause could be determined as the system is performing within specifications. (B)(4).